Event description:
Boston scientific received information that fluctuating pacing impedance measurements from 500 to 1400 ohms were observed on the cardiac resynchronization therapy defibrillator (crt-d) and both right ventricular and left ventricular leads. Noise was also observed on the rv channel with oversensing but no pacing inhibition greater than two seconds. The physician thought it might be a device header issue. Boston scientific technical services (ts) discussed the potential reasons for the out of range measurements and suggested further evaluation to determine system integrity. The patient presented for follow up; however, they were unable to do the arm maneuvers because they had a recent non-device related fall. As such, only pocket manipulation was possible which produced no significant impedance changes and noise. A surgical intervention was planned indefinitely. In the meantime, the device was reprogrammed and the patient was sent home. No adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.